Event description:
It was reported that the nurse found the blue pull ring cap of the transfer set loose inside of the overpouch. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation out of the pouch and with the blue pull ring attached to the patient adapter. No pouch was received. A visual inspection using magnification was performed with no issues noted. The device received functional testing, including leak testing, clamp-function testing and clear-passage testing; no issues were found that could have caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.